Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Cotton found inside vagina [foreign body in reproductive tract] pieces of cottons (in vagina) [device breakage] case narrative: consumer reported via phone that cotton was found inside vagina. No serious injury reported.